Event description:
The customer reported that the ventilator was alarming during normal ventilation operation due to a high oxygen supply pressure. The customer reported the device was in use on a patient and there was no patient harm. As the device was out of warranty, the facility biomedical engineer contacted manufacturer's product support (pse) for assistance. The biomedical engineer was unable to duplicate the reported problem. Pse advised the customer to replace the data acquisition pcb board to address the reported problem. The biomedical engineer reported the data acquisition pcb board was replaced as a precaution on advice from pse, and the unit is back in service with no report of recurrence. When the measured oxygen inlet pressure is greater than 92 psi, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. Per labeling, the oxygen source must be able to deliver 100% oxygen regulated to 40-87 psi.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.